Event description:
A physician reported that aspiration failure of a probe occurred during the vitrectomy surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The returned sample was visually inspected and found to be non-conforming with the needle broken at the port, clear foreign material inside of the needle, orange/brown foreign material on the port face, and the needle slightly bent at the stiffener. Functional testing was unable to be performed due to the visual condition of the probe. The probe was disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter. The inner cutter was observed to be slightly bent. Orange/brown foreign material was observed on the tip and inside of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe needle was broken at the port. Functional testing was unable to be performed due to the broken needle, therefore the reposted aspiration failure could not be confirmed. The root cause for the broken needle port, as well as the bent needle and foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported aspiration failure was unable to be confirmed and it appears that the observed broken and bent needle was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).